Event description:
Device 2 of 2: reference MFR. Report# 1627487-2019-00655.

Manufacturer narrative:
It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-00655. It was reported the patient experienced lead migration (confirmed via x-rays). As a result, the patient underwent surgical intervention wherein the migrated was explanted and replaced. Therapy was restored post operatively. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported